Event description:
It was reported that the user experienced an occlusion on an ilet pump using a contact detach infusion set, followed by an ¿unable to proceed. Please check notifications¿ alert; a dry run without supplies produced no further alerts, and the issue resolved after a full supply change with new cartridge, luer connector, and infusion set, after which insulin delivery resumed. Symptoms included hyperglycemia up to 371 mg/dl over approximately 7¿8 hours and anxiety. Outcomes included transient interruption of insulin delivery without hospitalization or medical intervention. Investigation included guided troubleshooting, alert review, a dry-run cartridge and tubing process without supplies, and a subsequent full supply change. Investigation of this case revealed that the occlusion and subsequent alert were consistent with a supply-related delivery obstruction that cleared with replacement of disposable components. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or disposable supply issue leading to insulin flow obstruction, resolved by supply replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.